Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly. Not yet returned to the manufacturer.

Event description:
The user facility reported that during an ebus procedure a vizishot 2 flex needle was broken inside the patient. The broken part was recovered by the user. The procedure was normally finished by using a second needle. There was no patient injury reported.

Manufacturer narrative:
The customer's complaint of the needle breaking off in the patient was not confirmed. The needle was still intact with a bent tip. However the pieces that fell into the patient during the procedure were the hypotube and a piece of the heat shrink from the instrument. The needle tip caught on the hypotube and it was forcibly dislodged out of the sheath by the user. This level of force or resistance increase should be detectable by the hcp and consequently needle advancement terminated. The IFU warns that ¿if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope.¿ in this case, it¿s believed the hcp should have noticed the resistance increase to advance the needle and stopped prior to causing lch dislodgement.